Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead correction: section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: it was reported that the patient experienced issues with an implantable neurostimulator, specifically therapy not working for more than three months. The patient was still in pain and had a surgery scheduled to have a new implant put in. An echogram was completed, and a stress test appointment was set for may, although the patient expressed urgency due to ongoing pain. No patient complications have been reported as a result of this event. (B)(6) 2025: a manufacturer representative reported that the patient's lead had explanted on (B)(6) 2025. The patient (pt) and hcp clarified the old lead and ipg had been replaced because of dysfunctional epidural cord stimulator electrodes and left buttock pulse generator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were made aware of the lead issues on the day of the system revision, october 14. They reported there was no known cause of the dysfunctional epidural cord stimulator and implantable neurostimulator (ins) that led to explant. They reported there was an impedance on electrode 0. The rep stated the issue has resolved after the system revision. Customer discarded the old ins and lead.